Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of adhesive around server plug in (z block) has a chip traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service center indicates that adhesive around server plug in (z block) had a chip. There was no patient involvement.